Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and was found dislodged two days post-implant. It was noted that the physician encountered difficulty implanting the lead due to dislodgement during the initial procedure as well. A revision procedure was performed during which the physician was unable to retract the helix to reposition the lead; it was subsequently explanted. While attempting to implant a new rv lead the physician was unable to extend the helix and that lead was extracted as well. The physician then elected to implant a passive fixation lead and encountered no further issues. No adverse patient effects were reported.